Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer found the tubing on the wash station was split and the nozzle was dripping. He replaced the tubing and checked the wash levels which were all okay. He replaced all probes and performed adjustments. He ran check testing with no issues and the customer ran calibration and quality controls that were acceptable. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. The creatinine initial result was less than 5mmol/l and the repeat result was 99 mmol/l. The albumin initial result was greater than 100 and the repeat result was 25. The unit of measure was not known. The lactate initial result was less than 0.2 mmol/l and the repeat result was 2.7 mmol/l.